Manufacturer narrative:
A review of the device history record for lot# 20200213-23-sh revealed the product was manufactured on january 07th, 2020. Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.162 g / 10 pieces. No sample returned for investigation, but photos were provided. Review of the photos provided revealed a fluff ball was found on the surface of the product. According to the supplier, or towel is made of cotton, so cotton fiber is born. The supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38 g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The investigation revealed no abnormal situation happened during production; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor trends for this type of incident.

Event description:
Customer reported significant lint from blue towel coming out in the cardiac packs. There was no harm to the patient and no significant delay in the procedure.